Event description:
The surgeon was performing a lap cholicystectomy when the clip applier failed to work properly. The surgeon thought that the device did not fire because the clips were not holding properly.